Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black stains in filters and having dizzy, dry mouth and dry cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on february 15, 2024, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleged visualization of black stains in filters and having dizzy, dry mouth and dry cough, lightheadedness. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation pil observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, hd cover flip door, accessory module flip door, control dial command keypad, pc, blower, blower box, lower outlet seal, ps4 power connector, dc jack color insert. Unknown contaminate was observed inside the top enclosure, inside the ui and rear panels. Pil observed the inside of the ui panel had a piece broken off. The contaminate consistent with keratin was observed on the blower box. The device's downloaded event log was reviewed by the manufacturer and found 15 errors. The manufacturer concludes that, unable to directly address the symptoms outlined in the complaint. Confirmed that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit and observed dust/dirt contamination in the airpath, likely from a source external to the device. In this report, section d9, g3, h3, h6 has been updated.